Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the gallbladder during a gallbladder drainage (gbd) procedure performed on (B)(6) 2025. During the procedure, the axios stent was successfully positioned without any issues. However, it was observed that the patient experienced frequent coughing during the procedure, and maintaining scope positioning was particularly difficult. On (B)(6) 2025, the patient passed away. According to the physician's assessment, the patient's poor general condition, along with the medications administered during the endoscopic procedure, may have placed a significant physiological stress on the body, potentially contributing to the adverse outcome.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f02 captures the reportable event of the patient passed away.